Event description:
It was reported that the event occurred while in the operating room during use. After the insertion of an ai-07155, the stopcock detached from the catheter. The doctor stated no add'l force was applied to the placed catheter. As a result, the catheter was removed. A new kit was opened and used successfully. The procedure went on as planned. There was no report of pt death, complications, injury or medical/surgical intervention required. There was an approximate 10 minute delay or interruption with no harm to the pt noted. The pt outcome is okay.

Manufacturer narrative:
(B)(4). This product is for export only to (B)(4). The 510k number that has been provided is for the same product family.